Event description:
The reporter stated the surgeon attempted to use a aa4204vf silicone single piece lens. The lens was loaded, and it would not advance properly in the injector. There was no patient contact. The reporter did not know the cause.

Manufacturer narrative:
Evaluation results - a lens work order search was performed and no similar complaint was found within the work order. Conclusion: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. It should be noted that the lens, injector and cartridge were not returned for evaluation.